Manufacturer narrative:
Revision surgery has not been performed. Product was not returned for investigation.

Event description:
Allegedly tibial insert has popped out. Revision surgery has been scheduled.